Manufacturer narrative:
(B)(4). It should be noted that nc trek instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. All air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure to treat a lesion in the proximal left anterior descending artery with mild tortuosity, mild calcification and 90% stenosis, an unspecified stent was implanted successfully. A 3.5x12 mm nc trek balloon dilatation catheter (bdc) was not soaked and air aspiration was not performed outside of the patient anatomy prior to use. Reportedly, no resistance was noted during removal of the stylet or protective sheath. The bdc was advanced without issue for post-dilatation of the previously deployed stent; however, the balloon ruptured during inflation at 16 atmospheres. The bdc was replaced with another nc trek bdc and the procedure was successfully completed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.